Event description:
It was reported the patient¿s stimulation changed after a fall. The lead was found to have migrated into the gutter of the epidural space. The physician explanted and replaced the lead. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.